Event description:
It has been reported that during the procedure the wire of this device failed to advance. Reportedly, the physician was unable to advance it through the hub. The wire was then backloaded and the procedure completed. The pt is reported as fine and the device is being returned for analysis.